Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a fading display issue. The screen has dimmed to the point it cannot be read in directly light. The issue was noticed approximately a week prior to the complaint and has occurred gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover was then removed and the oled screen was replaced with a new test screen. The contrast returned to normal with test screen.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.